Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned for evaluation, visual inspection reported damage to the outer casing, the functional evaluation found no fault found with the device, we have not been able to establish a relationship between the device and the event. The root cause identified as no fault found, probable cause may be the device has not detected a significant leak. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during treatment the alarm of a the renasys touch pump device did not detect leakage. .the pump only manage to detect leakage when it was restart. A smith & nephew back-up was used. No harm to patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.